Event description:
During the dialysis procedure patient had a moderate amount of blood loss as a result of blood leaking around the tego cap on the venous port of the rij dialysis catheter, also the venous line disconnected when attempting to rinse back patient's blood. The venous and arterial safety clips were applied to both the arterial and venous ports. The patient developed respiratory distress, the code team was called, 0.9 normal saline was given and the patient was given oxygen and respirations with an ambu bag via the tracheostomy tube.